Event description:
Report received that a patient's generator had migrated which caused pain and protrusion. The generator had been reportedly moving in the patient's chest. X-rays were taken and showed that the generator was in a different spot in the chest than the patient's previous generator. The physician was reportedly able to feel the edge of the generator when she palpated the left breast. It reportedly migrated to the axillary area. The physician reported that trauma did not occur which would have caused the migration. Information from the surgeon indicated non-absorbable sutures were used during the initial implant. The patient was referred to a surgeon for pocket revision. Although a surgery has not been planned to date, the information from the physician indicated she expected a correction to be performed. No surgical intervention has occurred to date and no relevant information has been received.